Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that, per the caller, an MRI technician, the patient had an ins and lead removed. However, a small portion of the lead was stuck to the bone, per the caller. An x-ray confirmed a small lead fragment. Per the patient, the explant was eight years ago. After reviewing device registration information, it was discussed the patient had two implants eight years ago.